Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was used to remove a 3cm polyp in the transverse colon during a colonoscopy procedure performed on (B)(6) 2022. It was reported that during the procedure and inside the patient, the snare did not provide energy and would not cut through the target polyp when using cautery. The snare was securely attached to the active cord and no visible problems were noted with the cautery pin. They attempted to cold cut the polyp but the snare would not provide a smooth cut. Furthermore, no signs of blanching was noted. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.